Event description:
It was reported by the customer that a pyxis medstation es system was not communicating and was on critical override. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A field service engineer cancelled the work order, and the customer stated that the pyxis was connected to the new network to resolve the issue. The system functioned as intended after the customer troubleshooted the device.